Event description:
The pump was returned for evaluation. Upon investigation, the complaint was confirmed as the pump wouldn't read cassettes due to a bad pressure pcba board. External investigation of pump revealed inability of loading pins to move out while lifting the handle of the pump. An internal investigation was conducted and found the bottom left loading pin stuck higher than the other loading pins. Loading pins, fva pins, and pin holes were all dirty with multi color residue and bottom left loading pin had lip seal and bushing stuck to it due to this residue. Pins and pin holes were cleaned off with 70% alcohol. Loading pin lip seals and bushings will be replaced during repair. Wifi antenna board was unseated and will be reseated during repair. There was a chip on the handle assembly by the pneumatic screw, frm flex cable has a pinched wire, and a slight tear on ipc tubing by the plastic barb. After internal investigation was completed, pump was turned on and the resistor drive had failed during start up. Resistor drive was replaced along with frm pcba and frm flex cable, resistor drive wouldn't allow to be reseated. Frm board and flex cable both deemed to be bad due to extra resistor movements during start up. After replacements for resistor drive, final acceptance revealed air in line and having a leak failure. New brass ipc midway connection replaced the original and getting rid of the slight tear on ipc tubing. Pump was reverted to manufacturing mode to test ipc, pressure, and recalibrate the resistor. Original air compressor went through functionality testing and had failed due to ipc pressure board. A new air compressor assembly was swapped in for the original air compressor assembly. With the new compressor, went through same testing and passed. Pressure pcba board will be replaced during repair. Final acceptance test was done with new compressor assembly and passed, but had some screen flickering. Lvds cable will be replaced during repair.

Event description:
The following has been reported: biomed reports: tubing misloaded alarming constantly. Pins and sensor have been cleaned. No report of patient harm or any active infusion being stopped. Preliminary evaluation of the logs showed the following: tubing set error (ipc connection leak failure). An active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.